Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of abscess, inflammation, mass and nodule at the implant site and the non-serious events of pain, erythema and swelling at the implant site were considered expected and possibly related to the treatment. The non-serious event of wound was considered unexpected and possibly related to the treatment. Potential contributory factors to the open wound include complication of the sterile abscess drainage. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a (B)(6) female patient with skin type fitzpatrick I-ii. No information was provided about medical history or concurrent diseases. The patient had no allergies. The patient had previously received treatment with restylane to tear troughs in (B)(6) 2018. On (B)(6) 2019, the patient received treatment with 0.8ml restylane-l (lot number 16376) to left and right tear trough (0.4ml on each side) with provided needle (unknown injection technique). On (B)(6) 2019, the patient experienced severe swelling (implant site swelling) at left tear trough/eye. On (B)(6) 2019, the patient developed a severe pustule/abscess (implant site pustules) at left tear trough/eye. On an unknown date in (B)(6) 2019, the patient went to the emergency room and had the pustule drained and cultured. The culture and gram stain were negative for infection. The patient developed an open wound (wound) from the sterile abscess drainage. On (B)(6) 2019, the patient developed a severe red (implant site erythema) indurated nodule (implant site nodule) under the right eye that progressively worsened. The patient was started on antibiotics. The nodule became an abscess that was drained by urgent care. Culture and gram stain were negative. On an unknown date in (B)(6) 2019 (reported as about a week later), the patient's still had eye inflamed (implant site inflammation). The physician injected hylenex. The patient developed a red, painful (implant site pain) indurated bump (implant site mass) under the left eye around 1.5cm in size. On (B)(6) 2019, the patient received treatment with hylenex 150u [hyaluronidase]. On (B)(6) 2019, the patient received treatment with hylenex 150u again and kenalog 0.1cc [triamcinolone acetonide]. As a result of hylenex treatment the swelling and induration decreased. Outcome at the time of the report: swelling was not recovered/not resolved. Pustule/abscess was not recovered/not resolved. Indurated nodule was recovering/resolving. Open wound was unknown. Painful was unknown. Red was unknown. Indurated bump was unknown. Eye inflamed was unknown.